Event description:
During an atrial flutter procedure, optical issues resulted in the cancellation of the procedure. After mapping with an advisor hd grid mapping catheter and transitioning to the treatment phase, it was noted that the contact force from the tactiflex catheter was not displaying. While the tactiflex catheter was connected to the amplifier and the tactisys, the contact force was displayed as dashes in purple and could not be zeroed. The light on the tactisys was red and the issues were not resolved after replacing the tactisys and the checking the cables. The tactiflex catheter was replaced and the issue remained. The procedure was cancelled. There were no adverse consequences to the patient. It was later determined that the issue was with the catheters.